Event description:
It was reported that there was high impedance and increasing threshold after deployment of the leads in the ventricle. Re- positioning did not help. The leads were explanted and replaced. No patient complications were noted as a result of thsi event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.